Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with myocardial infarction. The 85% stenosed target lesion was located in the mildly calcified and mildly tortuous circumflex artery (cx) and the obtuse marginal (om). Pre-dilation with a non bsc 2.5x15mm balloon was performed. The 2.25x12mm promus element plus (pep) stent was implanted in the proximal third of the cx. A guide was then advanced through the stent and the om was cannulated. A non bsc stent was then advanced through the pep while attempting to cross the first diagonal. The stent was not able to cross and when withdrawing it, it deformed the pep. Multiple non bsc balloons were used to dilate the pep stent and the cx and om were noted to be patent. The first diagonal was treated. There were no further patient complications reported and the patient¿s status was stable.